Event description:
In 2007, abbott point of care was contacted by a customer who reported that at 22:43 the day prior, an I-stat ctni cartridge yielded a result of 0.00 ng/ml. At 03:08 on original date, another sample was drawn and an I-sta ctni cartridge yielded a result of 0.04 ng/ml. At 07:44 on 6/27/07 another sample was drawn and an I-stat ctni cartridge yielded a result of 0.06 ng/ml. The same sample was sent to the laboratory and the troponin I result was 0.581 ng/ml. Customer was unable to provide lot number of I-stat cartridge in use. As per the complainant, there was no negative impacts on pt outcome by the cartridge troponin I results generated on the I-stat system.